Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt in objective unit, dents on outer tube, cut near light guide adapter, cracks on both sides of video connector and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported malfunction screen had streaks (vertical lines on image) when plugged in was due to electronic problem as identified. The most probable cause of the malfunctions found during device evaluation dented outer tube, cut near light guide adapter, loose light guide adapter and cracked video connector were due to stress problem as identified. The most probable cause of the dirt on objective unit also found during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited an image issue (streaks) during set up / inspection for use. There were no reports of patient harm.